Event description:
During a ptcad procedure, another company's guide wire was placed into the coronary. Upon insertion of the pixel, resistance was encountered between the guide wire and the sds prior to entering the rhv. The sds was pulled off, and when the guide wire was wiped, it was noted that the tip of the catheter had come off and was on the guide wire.